Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported "patient presenting pain on palpation with hardening of the implant on the right on physical examination (baker iii contracture)" and "isolated oval cysts smaller than 10 mm" confirmed via ultrasound and mammogram. Affected side is right. Device remains implanted.